Manufacturer narrative:
The device history record for the reported oad could not be reviewed as the lot number was not provided. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Investigation conclusion code 22: the diamondback 360® coronary orbital atherectomy system instructions for user manual states that slow/no flow and a perforation of vessels is a potential adverse event that may occur and/or require intervention with use of the system. Health effect - clinical code 4581: slow/no flow.

Event description:
The mid and proximal left anterior artery were treated with a diamondback 360 coronary orbital atherectomy device (oad) on low speed and one treatment on high speed. During the procedure, slow flow was observed. Nitrate was administered and longer wait time between treatments were performed. A balloon was dilated the distal lesion to restore flow, however, this resulted in a perforation. While preparing for stent placement, the perforation resolved with no intervention and flow was restored. The patient experienced mild chest pain during the procedure. Following the procedure, the patient was stable.